Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 21:31:01. During night drain cycle five, the patient's ultrafiltration reading was 1136ml, indicating the home patient (hp) drained 1136ml more than their maximum programmed fill volume of 1700ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was use error, inappropriate bypass of the drain, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.